Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset process, and confirmed malfunction did not recur after reset, so customer was advised to continue using pump and to call back if problem returned.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.